Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer provided following readings within 10 minutes from (B)(6) 2017: a 341 mg/dl at 5:09 pm, 294 mg/dl at 5:10 pm, 124 mg/dl at 5:11 pm. No adverse event reported. Customer does not have strips to return, replacement sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.